Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: the device related to the reported event of malaise was received on march 03, 2020 with lot number 2637068. Visual analysis of the returned device identified: the device was broken shell and red particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fatigue.

Event description:
Healthcare professional reported a left side fatigue and rupture. Device has been explanted.